Event description:
After the pocket was closed, high impedances and loss of capture were noted on the atrial channel. The physician reopened the pocket, tested both leads with psa and the measurements were normal. The leads were reconnected tot he device and the ra lead was out of range again. The physician then connected the rv lead to the ra port and noted high impedances on the rv lead. Then both leads were reconnected to the correct ports and both leads exhibited high impedances. At this time, the physician requested a new device. With the new device, both lead had normal impedances and good capture.